Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: h605m31 heart ring, implanted: (B)(6) 1997; 10-20 407645 lead; 505da18 mechanical valve, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to undersensing on the right ventricular (rv) lead. An apparent lead fracture was noted. Initially, a new pace/sense lead was added, but there was noise observed and several failed defibrillation threshold (dft) tests. The physician felt that the position of the chronic rv lead and the patient's pharmacological therapy was the cause of the failed dft's. It was decided to cap the chronic rv lead and explant the pace/sense lead that had been attempted. A new rv lead was implanted and remains in use. No further patient complications have been reported as a result of this event.